Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker was explanted due to infection and erosion. The patient presented with redness, scabbing and calcification around device pocket 4 months prior, then erosion was noted in november. The patient was hospitalized and a revision procedure was performed. A laser sheath system was used to explant the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead. A new device system is scheduled for placement. There were no additional adverse effects reported.